Manufacturer narrative:
(B)(4). Concomitant product: neutralizing tablet: formula 9081x lot 59081. Device evaluation: the neutralizing tablets were returned for investigation. Chemistry for return and retain samples were performed and were tested for appearance, enzyme activity, ph and osmolality. Retain testing for catalase activity and neutralization, and dissolution testing. Results obtained did not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. Manufacturing record review: a review of the manufacturing records was performed. The batch was manufactured and there were no unusual observations or deviations noted during tablet manufacturing. Reviewed of the coa's (certificate of analysis) found that all results were within the specification limit. The batch was packed as per approved batch packaging record and there were no usual observations noted during the review of batch packaging record. Review found that all results were within specification limits. Based on the review of manufacturing and packing records and certificate of analysis it was concluded that the customer's reported complaint related to tablets was not confirmed. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant product(s): oxysept 1-step: formula 07167x lot za04757, enzymatic cleaner: formula 07458x lot 60698, enzymatic cleaner: formula 07458x lot 57836. Initial reporter telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female consumer used oxysept the night of saturday, (B)(6) 2016, but the product did not have the usual pink. Sunday, (B)(6) when she put in her lens, she immediately had a burning sensation and had to remove the lens immediately and went to the emergency. On (B)(6) 2016 follow up was provided and she put the oxysept pink tablet in the solution and added an ultrazyme tablet, then she put her lenses in the lens case. She noticed that the solution did not become pink as usual. The morning after (B)(6) , when she put her lens in, it burnt so she washed her right eye thoroughly with phylarm (sterile eye solution). Then she went to the ophthalmologist who said that she got conjunctivitis and gave her a treatment. She kept the doctor's prescription but she cannot read it. She only remembers that she had vitamin a eye drops. She went back then to the optical store that sold her oxysept with her product. They tested it again and put another tablet in the solution which took about 2 hours to become pink. It seems that it is not about misuse of product by the customer but maybe a quality problem. She left the product at the store. No further information was provided. Neutralizing tablets and enzymatic cleaners were used in conjunction with the solution on the reported event and each will have a separate MDR. This MDR represents the neutralizing tablets.